Manufacturer narrative:
(B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on june 4, 2016 that an ultraflex tracheobronchial stent was used to treat a 60mm stenosis in the bronchus during a stent placement procedure performed on (B)(6) 2016. Reportedly, the patient's anatomy was moderately tortuous and was not dilated prior to stent placement. During the procedure, the ultraflex tracheobronchial stent was fully deployed in the desired position. However, after the procedure it was noted that the stent was deformed and a wire had curved into the lumen of the stent. The stent remains implanted. However, the physician plans to remove the stent and implant another device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.